Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows fourteen successfully performed treatments. The energy was stable during treatment day. According to the provided patient interface serial number this patient interface was used for the right eye. The treatment of the left eye was finished successfully without any issue. According to the logfiles only the treatment of the right eye was aborted. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during cut. The reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a suction break after the canal was made during flap creation. The procedure was completed the same day without changes to the original treatment plan. There was no patient harm.